Event description:
Customer reported a crack and chip on his pump. There was no reported impact to the customer's blood glucose level. Customer declined any troubleshooting assistance and chose to proceed with obtaining a new pump through insurance.